Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "after doctor insert the line to the patient, doctor started flush the PICC line with normal saline, they found that there was any leakage at the junction hub of catheter. Doctor consider changing to new PICC line set." The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a PICC catheter and a lidstock. The catheter appears to have a leak at the juncture hub; however, this cannot be officially confirmed without the actual complaint sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report that the catheter leaked could not be officially confirmed through examination of the customer supplied photos. The images showed a PICC catheter; however, no physical damage was observed as the actual complaint sample was not returned for evaluation. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the leaking catheter could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "after doctor insert the line to the patient, doctor started flush the PICC line with normal saline, they found that there was any leakage at the junction hub of catheter. Doctor consider changing to new PICC line set." The patient's condition is reported as fine.